Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During intra-operative of surgery, the power of the product was low. The customer tried changing the battery, but it was not improved. Finally, the customer used other product to finish the surgery.